Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous left circumflex and obtuse marginal coronary arteries. During advancement of the 2.50x38mm xience xpedition drug-eluting stent (des), 2.50x28mm xience expedition des and 2.50x23mm xience xpedition resistance was noted through the guiding catheter, and the shafts separated inside the guiding catheter but outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.